Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient had passed away and the "family states landlord through unit away", there is no additional information provided at the time of the call. Medical intervention was not specified. The device has not been returned for evaluation and has been deactivated and marked as missing.